Event description:
Customer reported she was hospitalized with a coma due to diabetic ketoacidosis. Customer stated she was found unresponsive and 911 was called. Blood glucose value was 1,007 mg/dl. She doesn't recall ever getting any no delivery alarms. She thinks that she probably tested her blood glucose and it was high and corrected it and went to sleep because she was exhausted. The next morning her mom tried to wake her up and she wouldn't wake up. She was in a coma for 3 days and in the hospital for a total 10 days. When they took the infusion set out, the cannula was bent. Customer also had a bent cannula 3 weeks ago and the day of the call. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.